Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received four leads (off-label) from the same lot number. It was reported the patient had a shocking sensation at the lead location on the right side when stimulation was turned on. The patient stated she had fallen and stimulation had changed after the fall, and was uncomfortable. The patient underwent surgical intervention to replace the leads and the patient now has effective therapy.